Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, it was reported that there was a hole/cut seen in the patient line extension, which is a know cause of a leak situation. The cause of the hole/cut could not be determined from the reported information. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a leak from a hole in the blue plastic connector of the patient line extension. This occurred during drain four of five of peritoneal dialysis therapy and the patient was connected. The patient could hear air being sucked into the device. The patient noted a puddle on the floor and when they inspected the supplies, they identified a hole in the blue connector of the patient line extension. The patient disconnected the patient line extension due to the hole and discarded the device. The technical service representative assisted the patient in ending therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.